Event description:
Dexcomg7 sensor failure. 0478 / device ID 00386270004109 / lot number 1825188012 /serial number (B)(6) sensor did not engage. It pushed back through the small hole at the top creating a tiny loop.